Event description:
It was reported that, beginning two days ago, the patient experienced no stimulation sensation associated with the implantable neurostimulator. There was no known related incident or accident reported. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3998, lot# l88279, implanted:2001-(B)(6), explanted:na; lead model 3888, lot# l36223, implanted:1995-(B)(6), explanted:na; extension model 7495, lot# xr0087962n, implanted:2001-(B)(6), explanted:na; extension model 7495, lot# xr0029530n, implanted:1995-(B)(6), explanted:na; programmer model 7435, lot# nft060239p.